Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It has been reported that "screw got stuck on shaft during a demo. Shaft broke when trying to get the screw off."